Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt), who performed pd therapy with a homechoice (hc) device, passed away due to an unknown cause. It was not reported whether the pt was hospitalized prior to death. It was not reported whether the pt was connected to the hc at the time of death or if pd therapy was ongoing until the time of death. It was not reported if an autopsy was performed. No further information was provided. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the device history revealed no nonconformities, failures, rework, or deviations that would cause or contribute to the patient¿s passing. A review of the service history revealed no previous service events that would cause or contribute to the reported problem. As the device was not returned, a device evaluation cannot be performed; therefore the cause of the reported problem was not determined. Should additional relevant information become available, a supplemental report will be submitted.